Event description:
Drug/diluent: bupivacaine 0.5%. Fill volume: 550cc. Flow rate: 4cc/hr. Procedure: bilateral mastectomy and place tissue expanders. Cathplace: subpectoral. ((B)(4)). Pt had a bilateral mastectomy and place tissue expanders procedure on (B)(6) 2010. Postoperative date of (B)(6) 2010 pt presented symptoms of jaundice, itching, nausea, anorexia, and fever on (B)(6) 2010. Physician indicated that the symptoms were related to the use of the pump. Pt recovered with out sequelae.

Manufacturer narrative:
Method: the sample will not be returned. Results: without the actual product, an analysis cannot be conducted. The lot number was not provided; therefore, the device history records could not be reviewed. Conclusions: if add'l info pertinent to this event becomes available, I-flow will reopen the case report.